Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, over delivery of insulin and hospitalization. Customer's blood glucose level was unknown mg/dl. Troubleshooting was performed. Customer advised they were stressed and the nurse accidentally delivered 33 units of insulin instead of 3 units of insulin which resulted in lower than normal blood glucose levels. Customer treated their high blood glucose via insulin shots due to hospital losing their insulin pump. Customer's current blood glucose level was 160 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.